Manufacturer narrative:
The avea ventilator was not returned to vyaire. The ventilator was evaluated by a cardinal health biomedical technician and it was confirmed that it was operating properly. The biomedical technician performed an operational verification test (ovt) which passed. It was confirmed the screen was working. At the time of evaluation the battery status was showing as red, which is the lowest level, and indicative that the device should be plugged in so the batteries could charge. The batteries were tested during the evaluation and it was confirmed that they were able to accept a charge.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. A cardinal health biomedical technician went onsite and verified the ventilator by performing an operational verification test which passed. The cardinal health biomed indicated the screen was working and the batteries were red, which is the lowest level and indicative that they were used. The cardinal health biomed indicated the device was working within parameters.

Event description:
It was initially reported to vyaire that the avea ventilator user interface module (uim) turned off while connected to a patient. Initially there was no reported patient harm and/or injury. Additional information has been received as follows. A registered nurse advised the avea ventilator turned off during a procedure in the CT area. The ventilator was in battery mode at the time the device shut off. The customer stated they did not know how much time the device was on battery power. During the reported problem, the patient had cardio-respiratory arrest. CPR was administered but the patient did not respond and passed away. The ventilator was then plugged into the electricity but the uim did not turn on.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator uim turned off while connected to a patient. There was no reported patient harm.